Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/16/2015-product analysis: the device was returned and evaluated by product analysis on 07/01/2015 with the following findings: the complaint could not be investigated due to an unrelated issue. Review of the pump¿s black box revealed no evidence of a shortened battery life. Two battery compartment cracks were observed. The battery compartment threads were damaged. No moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. The battery cap threads were damaged- the cap was unable to secure properly to the pump. The pump successfully completed a prime sequence without issue or alarm with a test cap. The pump¿s electric power draws were found to be within specification. No damage or defect was observed to the pump internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with battery cap damage and battery compartment moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.